Event description:
Medtronic received information from an attorney that this bioprosthetic aortic valve exhibited regurgitation, and that the valve exhibited a hole in the non-coronary leaflet. The attorney alleged that the hole was 3-4mm in length and was likely the explantation for most if not all the regurgitation. The valve was subsequently explanted and replaced without reported patient complication.

Manufacturer narrative:
Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: to date, this product has not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time concerning the performance of the valve, as the product has not been returned for analysis. The attorney has not indicated if the product will be returned. Should the device be returned, a full investigation will be completed and the results will be provided to FDA.